Manufacturer narrative:
Secondary surgical intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was replaced and this resolved the problem. Cause of the event was unknown.it should be noted that the patient's acd was less than 3.00mm at the time of implantation. Therefore there is not enough safety and effectiveness data to support implantation in this patient category.

Manufacturer narrative:
Corrected data: b5 - a facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was exchanged with a shorter length lens and this resolved the problem. Cause of the event was unknown. D10 - injector model: msi-pf; lot#unk, cartridge model: sfc-45; lot#unk, foam tip plunger (ftp); lot#unk should be removed as it is n/a. Manufacturer narrative: secondary surgical intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).